Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection 1000 milligrams (route, frequency, and duration not reported) and amikacin 100 milligrams (route, frequency, and duration not reported) for the peritonitis event. At the time of this report, treatment was ongoing. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced a recurrent peritonitis event following the recovery from the initial peritonitis event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.